Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown, additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The ultrasound gastrovideoscope was returned to the service center with a report of crystal failure. This issue does not constitute an MDR-reportable event. However, an MDR-reportable failure was identified during testing at the service center. Upon inspection, wear of the adhesive around the light guide lens was found. There was no patient involvement.